Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation. Reprogramming was unable to resolve the issue. The patient underwent surgical intervention where the lead was replaced with a new one and repositioned to capture desired coverage. The patient is now receiving effective stimulation.